Event description:
Device issue: none. Adverse effect: occlusion. Time of adverse effect: during the procedure. It was reported that during the procedure in the proximal to mid, left anterior descending artery, the vision 3.0 x 28 mm stent was deployed. Blood flow did not look acceptable due to jailing of the 1st diagonal branch. Therefore, the vessel was re-wired with a whisper guide wire. A kissing balloon procedure was performed in 1st diagonal and the left anterior descending (lad) and the flow was "good". There was no adverse patient sequela.

Manufacturer narrative:
(B) (4). (B) (4): in this case, there was no reported product deficiency. The reported occlusion is a known adverse event as listed in the risk assessment and instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.